Event description:
Complainant alleged that during a routine shift check by a clinician, device screen displayed a "status 90" error message when clinician attempted to charge the device. Complainant indicated there was no pt involvement in the reported malfunction.